Event description:
Text taken from ems report: "during patient care defibrillation was attempted with no shock delivered. Patient was in fine v-fib and then asystole. No further attempts were made. Upon arrival to the hospital the device was taken out of service. Attempted to test shock and was not able to deliver the shock. The battery was not low, and there was no low battery indicator on. Clinical engineering was notified and the device was picked up."